Manufacturer narrative:
Patient information:unk. No similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/3.0/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchange for a longer length lens due to lens rotation not associated to a low vault. The exchange resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/+3.0/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. It was reported lens rotation not associated with low vault. Lens repositioning was attempted. Reportedly "lens rotated; redialling tried but failed". On (B)(6) 2022 the lens was exchanged for a different model; longer length lens and this resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional found the lens to be within specifications. Claim# (B)(4).